Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted. Linked to mfg report number 3006697299-2020-00114.

Event description:
This is 2 of 2 reports. A customer reported the c2602 excel 36khz straight handpiece did not pass the vibration test and shows alarm on panel. There was no patient contact/injury and the event did not led to surgical delay. The failure was identified before use on (B)(6) 2020.

Manufacturer narrative:
UDI: (B)(4). The cusa 36khz straight handpiece was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies that could be associated with the complaint incident was observed. Failure analysis - the investigation of the returned device showed that the reported failure was confirmed from the evaluation. However, the technician was unable to perform the incoming test due to handpiece overtorque. The technician replaced the transducer and housing assembly, recalibrated the unit and retested it, after which all tests passed. Root cause: hp overtorquing.

Event description:
N/a.